Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue with connecting to an implantable cardiac monitor via a diagnostic mobile programmer applica tion during the check device workflow. The application displayed a message to "connect to insertable device" but continued to spin without establishing a connection. A healthcare professional attempted to mark a symptom with the patient, but this was unsuccessful. The device, implanted on january 19, 2023, had its last data sent on the same date, and the patient expressed a preference for in-clinic visits over remote monitoring. Troubleshooting steps included trying two different ipads with various patient connectors, restarting the ipad, and closing and reopening the application, all of which were unsuccessful. The mcl heart application was confirmed to be closed during these attempts. The healthcare professional was advised to consult with a representative for potential warranty questions. No patient complications have been reported as a result of this event.